Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was implanted in 2020 and their implanted neurostimulator external equipment got burnt up in their house fire a while ago. Patient was hurt and did not know if they needed it out but their healthcare provider told them to call manufacturer to get everything replaced. Patient noted they could the ins moving around in their body for 2.5 years now. A request was sent to the repair to replace the controller, battery pack, recharger, and ac power supply. Patient lost their ID card. Agent warm transferred pt to prs to update pt information such as address phone number and implant.